Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) was powering on and off by itself. No log files were available. There were no reported adverse patient consequences as a result of the event. The patient noted that they had no external power alarms on their mpu. The mpu had a v-lock connector on its ac power cord, the ac power cord did not come loose from either the wall outlet or the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. The mpu was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) turning on and off by itself along with no external power alarms was unable to be confirmed. The heartmate mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the service depot in a visually unremarkable condition. The mpu was functionally tested and was able to power on and function as intended. The mpu was connected to a test mock circulatory loop for an extended period of time and was able to support the system. No atypical alarms or abnormalities were observed during testing. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the heartmate mobile power unit (mpu) (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including power cable disconnect, low power hazard, and no external power. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3, ¿powering the system¿ and heartmate 3 patient handbook section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for use section f, ¿safety checklists¿ and heartmate 3 patient handbook section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.